Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath with a non-bsc dilator. There was blood on the outside and inside the device. The dilator was inside the shaft when received. The distal tip was damaged. Microscopic examination revealed that the shaft was separated 7cm ¿ 13 cm and 14cm ¿ 19cm from the hub but hung together by the coil. Majority of the shaft was stretched and buckled. On the proximal end of the shaft the coil was stretched and exposed. The shaft was also damaged on the separated end of the distal half of the separation. An attempt to remove the non-bsc dilator from the chariot sheath was unsuccessful, due to the coil wrapped tightly around the dilator. The outer diameter (od) of the dilator was measured with a laser micrometer, and found no indication of a compatibility issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A chariot guiding sheath was advanced up and over the bifurcation where a non-bsc abdominal aortic aneurysm (aaa) stent graft had been placed. An aortogram with runoff was performed. The procedure was completed with this device. The physician went to pull the sheath back into the common femoral artery, and as he was pulling it back, it separated. The device pulled apart so nothing was left in the patient's body. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event; 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. A chariot guiding sheath was advanced up and over the bifurcation where a non-bsc abdominal aortic aneurysm (aaa) stent graft had been placed. An aortogram with runoff was performed. The procedure was completed with this device. The physician went to pull the sheath back into the common femoral artery, and as he was pulling it back, it separated. The device pulled apart so nothing was left in the patient's body. No patient complications were reported and the patient's status is fine.